Event description:
In 2009, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The procedure went without any reported complications. The proximal and distal landing zones were not balloon dilated since there was no endoleak to be seen. Four days later, a computed tomography angiography (cta) revealed proximal and distal device migration, and the result of this migration was a kink in the middle part of device. No endoleak was detected. Two days later, a reintervention was performed to place two additional gore tag thoracic endoprostheses distal to the previously implanted device. This was successful, and the implanted devices were balloon-dilated with a gore tri-lobe balloon catheter. A completion cta showed the kink was fixed. The pt tolerated the procedure.

Manufacturer narrative:
A device history record was not possible due to lot/serial number was not provided.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly, a carpentier edwards mitral valve of unknown model, 29mm was explanted after an unknown implant duration due to due to unknown reasons. The edwards valve was replaced by another co's valve. The device is available for return. The patient had bypass surgery and then at a later date, the mitral valve was replaced. Not sure when the valve was replaced. No additional information was provided..